Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician noted the catheter tore off at 30 centimeters during slitting. The rest of the catheter was able to be slit without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the delivery catheter was returned and analyzed. The mechanical operation of the catheter was analyzed. The mechanical operation of the catheter was damaged. Spiral slitting was visible on shaft and stress cracking visible at various locations. The shaft was separated from the handle. The catheter was damaged during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.